Event description:
It was reported that while beginning a da vinci si prostatectomy procedure, the surgeon experienced double vision intermittently through the high resolution stero viewer (hrsv). Prior to contacting isi for technical support, the site recalibrated the endoscope, replaced the endoscope, the camera head and restarted the system, however, the issue persisted. Unable to resolve the issue and prior to contacting isi for technical support, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) concluded that the vision issue experienced by the site was associated with the high resolution stereo viewer (hrsv). The fse found that an internal digital video interface (dvi) cable within the hrsv was loose, which caused the double vision experienced by the surgeon. The dvi cable transmits the video signal from the display electronics drivers to the video monitors located inside of the hrsv. The system was repaired by reseating the affected dvi cable. As of march 9, 2012, there have been no reported recurrences of the issue at this hospital.

Manufacturer narrative:
On (B)(6) 2012, the da vinci coordinator, (B)(6) followed up with intuitive surgical and indicated that the surgeon made the decision to abort the planned surgical procedure and rescheduled it for the next day. Anesthesia had been administered to the patient and the port incisions had been created. No patient harm, adverse outcome or injury occurred. The rescheduled da vinci si prostatectomy procedure was performed on (B)(6) 2012 and the surgeon has reported that the patient is recovering well.